Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Initial reporter: complainant city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2017-03956 for the first trapezoid rx basket and manufacturer report#3005099803-2017-03957 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used during a cholecystectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the basket detached prematurely when attempting to extract a stone. A second trapezoid basket was then used and when attempting to extract the stone, the tip of the basket detached prematurely. The procedure was completed with the third trapezoid basket. The patient's condition at the conclusion of the procedure was reported to be ¿stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.